Manufacturer narrative:
The lead remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific, received information that this right ventricular unipass pacing lead had an impedance measurement of 140 ohms. The previous measurement was 260 ohms. The threshold had also increased. A boston scientific technical services (ts) consultant discussed programming options and recommended discussing a lead replacement with the physician. Our company received additional information that the lead also displayed noise, undersensing and oversensing. No adverse patient effects were reported.